Manufacturer narrative:
E.1. Initial reporter phone number: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of the bd vacutainer® lh pst¿ ii plus blood collection tubes, there are gel parts in the plasma.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h.6. Investigation summary: bd received 100 samples for investigation. The customer samples were tested and no issues relating to gel smearing were observed. Complaints for sample quality were not under statistical control for the month of (B)(4) 2023 therefore additional clinical testing was required. Factors that may contribute to gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (gel smearing) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Bd quality will continue to monitor sample quality complaints. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that after centrifugation of the bd vacutainer® lh pst¿ ii plus blood collection tubes, there are gel parts in the plasma.